Event description:
Caller reports during a correlation study the following coaguchek xs/laboratory results were obtained. Patient 1) 6.0 inr/4.6 inr. Patient 2) 5.9 inr/4.1 inr. Patient 3) 5.5 inr/4.1 inr. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.

Manufacturer narrative:
Patient 2: coumadin was adjusted based on lab result. Coumadin: 28mg/week. Mechanical heart valve. Patient 3: coumadin was adjusted based on lab/result. Coumadin: 39mg/week. Mechanical heart valve.